Event description:
The catheter broke apart at an unknown section when the anesthesiologist manipulated the catheter at the end of mvr/avr and double bypass procedure. Dr could see broken catheter section in pt's inferior vena cava under fluoroscopy, and performed an atriotomy to retrieve the section. It was further reported the pt did not suffer any complications as the result of this event, but later died from unrelated causes.